Event description:
Device malfunction: none. Symptoms ae: in-stent restenosis, stent site infection, stent explantation. Time of symptoms/ae: within one year post-procedure. It was reported that a dynalink stent was successfully implanted in the proximal superficial femoral artery. Within one year the patient experienced symptomatic in-stent restenosis that was treated with laser therapy. The patient subsequently developed an infecton at the stent site and the stent was surgically removed in 2008. Though requested, no additional information was provided.

Manufacturer narrative:
(Off label vascular use) the device was not returned. The lot number was not identified; therefore, a device history record review could not be performed.